Event description:
It was reported that there was an atrial lead warning. The device was interrogated and data revealed that there is no capture and undefined resistance. Lead warning data shows low impedance paces. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.